Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used cope nitinol mandril wire guide was returned. The distal weld appears to be broken, and the distal coil has been unraveled and stretched out. The main shaft appears undamaged with some evidence of bio-matter. The distal tip solder appears to have been broken, no evidence of distal tip solder present on returned device. Proximal solder connection appears smooth and secure. The coil was too stretched to allow for accurate measurement of the outer coil diameter. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record shows two non-conforming events; however all non-conforming product was scrapped prior to completion of the final lot. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Five 01k status: preamendment. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, after the cope nitinol mandril wire guide was inserted into the body to access the target area, the physician attempted to remove it from the patient and was not successful. After using force to continue pulling the wire, it broke. The wire was then changed out with a new product of the same type, and the rest of the procedure was completed without any further complications. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.